Event description:
Complainant alleged that the staff was attempting to cardiovert a 72 y/o male pt in atrial fibrillation. One shock was delivered at 360 joules. When the shock was delivered to the pt. The staff heard a "loud boom" and observed an arc from across the pad to the pt's sternum area. When the staff removed the pad, they noticed an approx 10 cm burn on the pt's sternum. The pt's heart rhythm was converted with one shock. The pt's burn was treated with silvadene creme and there were no add'l adverse effects to the pt as a result of the reported malfunction.

Manufacturer narrative:
Visual examination of the multi-function electrodes received from the complainant revealed an excessive amount of pt body hair attached to the anterior pad. Length of hair indicates that pt's chest hair was probably not clipped prior to applying the pads. Further visual eval of multi-function electrodes did not reveal any indication or arcing present on internal areas of the tin plates of the electrodes. Based on visual observations, zoll has concluded that for an arc to have occurred, the anterior electrode may not have been completely couples with the pt's skin resulting in an arc. Contributing to the lack of skin coupling may have been concentration of hair which inhibited adhesion. Also, if pt was repositioned during procedure, this could have caused lifting of the gel. The multi-function electrodes contain a package insert with detailed instructions for applying electrodes to the pt's skin. Labeling also specifically recommends how to handle excessive hairy pts. Please reference both sides of the attached package insert.